Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with a right atrial lead that exhibited high and out of range impedances in the lead's history. Impedance was stable during clinical follow up. The patient was stable before, during, and after the evaluation. No changes were made. Lead would continue to be monitored.